Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Multiple attempts have been made to contact the surgeon to request additional information and to inquire about the patient's current condition and treatment plan. At this time, no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery and is identified in adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The patient's surgeon contacted bard / davol to request a surgeon to surgeon consult regarding a bard phasix mesh "that had become infected." The consulting surgeon spoke with the patient's surgeon and reported to davol fa the following. The patient developed an infection after a robotic procedure during which the mesh was implanted. He reports that the patient's surgeon had drained the abscess and they discussed strategies for treatment ongoing. "Specifically opening the wound and negative pressure wound therapy vs. Continued percutaneous drainage with antibiotics. The patient was not ill so an attempt at mesh preservation was appropriate."